Event description:
It was reported that during a retrospective eval of 200 pts with crystalens iol, it was identified that there were six cases of retinal detachment. Additional info has been requested.